Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 58 cm proximal to the lead tip. The distal lead fragment was returned for analysis. The proximal fragment including the yoke and the connectors was not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed the ligature marks around 46 cm proximal to the lead tip. Further analysis demonstrated a rubbed through insulation on the distal part of the lead. The cables to the ring electrode and the shock coil were found broken confirming the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore, cuts in the insulation and deformations of the inner conductor coil were found which most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to fracture. Should additional information become available, this file will be updated.